Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: 'a nurse reported several times a filling defect on the edta bd tubes."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-30. H6: investigation summary. Bd received 34 samples for investigation. 20 samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: 'a nurse reported several times a filling defect on the edta bd tubes.".